Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 was received contained in the decontamination pouch. Visual inspection was performed. The device was returned inside a dispenser hoop. One kink was found on the delivery wire at 51 cm from the distal end. No other appearance of damages were noted. Microscopic inspection was performed on the stent component. It was observed to be in good condition. There was no structural damage (i.e., no broken struts, no kinks). Residues of saline solution were observed on the distal portion of the delivery wire. The stent was advanced using a lab sample microcatheter, and no resistance was encountered. The stent was inspected, and no damages were found (i.e., no kinks, no bents, or broken struts). Both distal ends can be noted to be completely flared. The reported issue regarding the stent being impeded in the microcatheter was not confirmed, as no resistance was noted during the functional test. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. However, the issue reported regarding the delivery wire being kinked was confirmed, with the limited information available, the root cause remains speculative, and the customer complaint cannot be evaluated. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7682991. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to include the full primary UDI number and to report that the product analysis lab received the complaint device on (B)(6) 2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7682991. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 (encr402312 / 7682991) was impeded in the middle section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31226088) and could not advance further. After several attempts to retract the stent and delivering it again, the stent was still impeded in the microcatheter. The physician removed the microcatheter and the stent from the patient and found that the delivery wire and the microcatheter were kinked / bent. The physician switched to new devices to complete the procedure. There was no report of any negative patient impact. On 25-jun-2024, additional information was received. Per the information, the patient is a 67-year-old male with a history of hypertension. The procedure was a stent-assisted coil embolization of an aneurysm on the left m1 segment of the middle cerebral artery (mca); the target was the left mca, left m1 segment bifurcation. An adequate continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. The information indicated that the delivery wire was kinked. Nothing unusual was noted about the system prior to use. The replacement stent was another 4mm x 23mm enterprise 2 (encr402312) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). There was no delay in the procedure as a result of the reported issues; the information also confirmed there was no negative patient impact.